Manufacturer narrative:
One reflexion spiral¿ variable radius catheter 6 f loop bi-directional, 7f was received for investigation. The reported shaft damage was confirmed. Visual inspection showed a fracture in the shaft at the spiral loop/shaft transition. Further investigation concluded that the fracture in the shaft was due to a weak bonding at the spiral loop/shaft transition. Actions have been taken to prevent further reoccurrence. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure there was an insulation separation at the distal end of the shaft, though there were no exposed internal components. The device was replaced and there were no patient consequences.